Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Corrective action was initiated to address the reported issue.

Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history was not provided for review. Current information is insufficient to permit a conclusion as to the cause of the event. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. Product location unknown.

Event description:
Patient underwent an oral bone grafting procedure. Subsequently, the patient underwent a periodontal procedure, guided bone regeneration and periapical due to non-integration, infection, bone loss, non-healing wound, fibrosis, implant failure, and gingivitis.